Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 550 mg/dl. The customer was treated with manual syringe. The customer stated that there is no significant events leading to the alarm. Customer doesn't use sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. The customer stated that they were able to complete prime sequence but skippef fill cannula step. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported that sensor cannula was bent. Customer's blood glucose was 550 mg/dl. The customer was treated with manual syringe. The customer was advised tha we would send replacement supplies. The customer blood glucose was high because of bent cannula.